Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, ketones and vomiting. The reported blood glucose reading was 371 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The mother later called to report that the customer continues to experience high blood glucose levels. The mother declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.